Manufacturer narrative:
(B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6012398, medical device expiration date: n/a, device manufacture date: 2016-01-30. Medical device lot #: unknown, medical device expiration date: unknown , device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safe-clip¿ needle clipping & storage device there was an issue with safety failure. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd safe-clip¿ needle clipping & storage device there was an issue with safety failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) bd blue/black safe-clips with the shelf carton from lot # 6012398. Customer states that the safe clip is not clipping. Returned safe clips were examined under the microscope and the cutting hole appeared clear on each sample. The safe clips were tested and both were able to successfully cut needles. Unable to perform complaint lot history check due to unknown lot number for safe clip not clipping. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for safe clip not clipping on lot # 6012398. As per qe, a review of the risk management file for this issue shows that the risk for this issue is low. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the investigation, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd safe-clip needle clipping & storage device there was an issue with safety failure. There was no report of injury or further medical intervention.